Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), mplanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the manufacturer representative reported that there was a lead issue and the lead was surgically moved down. The manufacturer representative later clarified that this was referring to the lead being implanted too high and planned revision which had been previously reported. It was stated that the lead itself was okay, it was just implanted too high for the patient. The doctor initially did not want to revise the lead, but eventually agreed after discussion with the patient. It was reported that afterwards the patient was doing well and had good therapeutic effect. The manufacturer representative stated the revision occurred on (B)(6) 2015. However, this conflicts with manufacturer records which indicate the lead was explanted (B)(6) 2015. Further follow-up is being conducted for clarification.

Event description:
It was reported that the patient¿s lead was implanted too high and they cannot get the system programmed low enough for their pain. They also noted that the implantable neurostimulator (ins) was implanted at their belt line and my need to be relocated as well. The patient was going to have a revision to have the lead moved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that due to the placement of the implantable neurostimulator (ins) when the patient would sit or stand the pressure from their belt would cause the ins to tilt. This was interfering with the sensor and the amplitude would change. The patient was still planned on discussing moving the ins with their health care provider (hcp) but nothing had been decided.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2015 product type lead product ID 97740 (B)(4) product type programmer, patient product ID 97754 (B)(4) product type recharger product ID 39565-65 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2015 product type lead due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s previous lead broke so it had to be replaced. Their reason for calling in was to inquire if they could have an MRI of their knee. No further complications were reported/anticipated.